Manufacturer narrative:
(B)(4). The device has been serviced four times prior to this event. The device has not been previously sent into service for the reported condition of "low battery". During previous service on (B)(4) 2009, the battery was replaced.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with low battery; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a low battery alarm was confirmed during product evaluation. This condition was caused by defective main battery due. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.